Event description:
It was reported that during a procedure, the xience v stent delivery system was being introduced onto the guide wire, outside the anatomy, when the sds met resistance and became stuck on the guide wire. The sds never entered the anatomy and was able to be removed separately from the guide wire with some resistance noted and vessel access was maintained. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the proximal seal is separated, the inner member is still intact. The inner member distal to the distal marker band is bunched. Subsequent information received from the site states there was some resistance during removal of the sds from the guide wire.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Guide wire resistance was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.